Manufacturer narrative:
The device has not yet been returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the anchor fractured off. The device was delivered to the patient and was first used on (B)(6) 2025. The patient woke up when the strap was not where it was supposed to be, and he had a hard piece of something in his mouth. The attachment for the strap on the lower left fractured off during the night. When he removed the appliance and the broken piece from his mouth, he could see that the button for the strap had broken off. The patient didn't suffer any harm/injury, and no medical intervention was required. The patient called our office on monday morning, (B)(6) 2025, and said it broke over the weekend. He did not specify which day. He stopped using it sometime on the weekend, either (B)(6) 2025 or (B)(6) 2025. The patient is healthy but was experiencing poor sleep, excessive daytime sleepiness, and loud snoring. He is not taking any medications and has a non-remarkable medical history. The device was cleaned with cool water and a soft-bristle brush. The patient reports cleaning the appliance as directed in the glidewell patient instructions for use and the same way, we instructed him at his delivery appointment.

Manufacturer narrative:
Additional data: d9. The device was returned. The investigation has been completed, and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had no discoloration. General cleanliness - the returned device appeared to be clean. It was observed that an anchor was broken off. Root cause description. Based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. The manufacturer internal reference number is: (B)(4).